Event description:
I am a type 1 diabetic. After two and a half years or more of using the omnipod insulin pump from insulet, I started developing terrible welts on my skin under the pod's adhesive. This continued through the summer of 2016. Finally, on (B)(6) 2016, I removed a pod to see scarring and skin-tearing as a result of the pod's adhesive. On (B)(6) 2016, I met with my endocrinologist, who was appalled by the extent of scarring on my back from the adhesive problems. I will no longer use omnipods and have returned to using insulin pens.